Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
We checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle glue. In addition, we confirmed that the insertion flexible tube (ift) buckled, the remote control button cracked, the air/water nozzle clogged, the electrical connector corroded, the distal body melted, the angle wire hard to move, the bending rubber discolored, the insertion flexible tube (ift) discolored, the suction channel kink, the angle wire grinding, and the light guide cable faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls. Therefore, based on the technical report "(B)(4) (nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.